Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: the keypad was intact; no damage was observed. During investigation, all of the keypad buttons were found to be unresponsive to button presses. The keypad was removed and no damage found to the button contacts. The pump was opened and moisture damage was found on the keypad flex connector. Unrelated to the complaint, a pump case crack was observed near top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.